Manufacturer narrative:
Product complaint # (B)(4). Corrected data: investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one gst45b reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional analysis performed confirmed staple presence. Evaluation: the gst45b reload was observed visually and formed staples were observed in two of the staple pockets, along with a formed staple in the knife slot. Conclusion: the presence of formed staples remaining in the staple pockets of the cartridge indicate that the cartridge was loaded with staples when it was manufactured.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59t03. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one gst45b reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: were there any hard objects such as a potential fecalith? It is possible but it doesn't usually crunch. Were there any unusual sounds during the firing sequence? No. Did the device deploy any staples? If so, describe shape. No staples were deployed. Did the device complete the firing sequence and knife return to the home position? The knife returned to the position but no staples fired. How was the mesoappendix ligated? Ligasure. Will the cartridge used on this firing also be returned with device? Yes. What is the current patient status? Surgeon has not had follow-up with the patient but they were discharged. How was the bleeding controlled? Surgeon grasped the artery with a maryland and used a laparoscopic hemoclip. How much blood was lost (ml)? 150 ml. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? The patient had an extended hospital stay and needed an ex lap to convert to ileocecectomy.

Event description:
It was reported that during a laparoscopic appendectomy, "the surgeon closed the stapler on the appendix base and heard a crunch. At that point the safety was still on and the stapler had not been fired. When the stapler was fired no staples were deployed and the stapler cut. There was bleeding from the appendiceal artery." Case was converted from a laparoscopic to an open which added about ninety minutes onto the procedure.